Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra aortic balloon pump ( iabp) showed pressure and ECG problem. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, e1(event site email), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and checked the unit with the stimulator ECG and pressure working fine, recommended to use new ECG and pressure cable. Handover the unit at good working condition.

Event description:
It was reported that during routine check the cs100 intra aortic balloon pump (iabp) shows pressure and ECG problem. No patient involvement and no harm reported.